Event description:
It was reported from the d3 cardiovascular intensive care unit (cvicu) that the large volume pump module read "channel error" during an infusion of intravenous fluids. The facility was unable to validate the channel error as it was not correctly identified in safelink. There were no adverse effects caused to the patient.

Manufacturer narrative:
The reported issue that there was a channel error during an infusion could not be confirmed; no product or device logs were returned for investigation. The root cause for the reported issue of a channel error was not determined because no product or device logs were returned. No device history search was performed since no source device serial number was reported by the customer. A review of the march 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿channel error¿. Based on the crb review and the limited information provided no further investigation actions will be performed. No further investigation of this event is possible at this time, and no patient harm was reported.

Event description:
It was reported from the d3 cardiovascular intensive care unit (cvicu) that the large volume pump module read "channel error" during an infusion of intravenous fluids. The facility was unable to validate the channel error as it was not correctly identified in safelink. There were no adverse effects caused to the patient.

Manufacturer narrative:
Additional information added to: revised short description and b5.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Patient informations were requested but not provided.

Event description:
It was reported lvp reading a channel error. No adverse consequences to the patient were reported.